Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch ultra2 meter is giving inaccurate high readings of ¿520 and 615 mg/dl¿ compared to another meter reading of ¿187 mg/dl.¿ this complaint was classified based on the customer care advocate (cca) documentation. The patient could not be reach for follow-up information. The patient had the reported elevated blood glucose readings of ¿520 and 615 mg/dl¿ on (B)(6) 2014 at 8 am. Based on the high readings on the subject meter, the patient reportedly took 15 units of novolog every 15 minutes to manage her diabetes. At 9 am, the patient was taken to the emergency room where she was treated with a glucagon injection and was tested on the hospital meter at ¿187 mg/dl.¿ there was no report of any symptoms associated with the reported incident. During troubleshooting, the patient confirmed the high readings of ¿520 and 615 mg/dl¿ compared to another meter reading of ¿187 mg/dl¿ was taken more than 30 minutes of each other. The unit of measurement was set correctly at the time of testing. This complaint is being reported because the patient required medical invention suggestive for hypoglycemia after she took insulin based on the alleged inaccurate high readings of ¿520 and 615 mg/dl.¿ the lfs products were replaced and requested back for investigation.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.